Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Per obtain information, a definitive root cause cannot be determined at this time. No further corrective or preventative actions are required. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 29mm 7300tfx is exhibiting regurgitation, post-implantation. As reported, the valve was implanted and echo showed one (1) leaflet opening and closing slower than the other two (2) leaflets, leading to moderate regurgitation. The patient had multiple other concomitant procedures during the same operation. They were not able to separate the patient from bypass and placed him on ECMO before transferring him to another hospital. The surgeon believes there is something wrong with the leaflet on the valve and is convinced it is not a suture loop, as the surgeon is an experienced user of the valve.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. If additional information is received, a supplemental report will be submitted.

Event description:
Through follow up with the health care provider, medical records were provided. Edwards received information that this 29mm mitral pericardial valve is exhibiting regurgitation, post-implantation. As reported, the valve was implanted and echo showed one (1) leaflet opening and closing slower than the other two (2) leaflets, leading to moderate regurgitation. An iabp was placed due to low ef preoperatively and was weaned from bypass with high-dose inotropes. Ef returned to baseline. There was some central regurgitation of the mitral valve but it improved over time. There was minimal tricuspid regurgitation. Hemostasis was adequate. The patient developed progressive hypoxia so a decision was made to place him on ECMO before transferring him to another hospital for management and chest closure. Through the receipt of medical records, it was leaned that a 5200 32mm physio ii annuloplasty ring was implanted into the tricuspid position, CABG x4, pfo closure, and a maze were performed during the same surgery.

Manufacturer narrative:
Echocardiographic images were provided and reviewed. Two preoperative transthoracic echocardiograms reveal what appears to be an ischemic cardiomyopathy and moderate (2+) functional mr and tr, and interval worsening of lv and rv systolic function between the two echocardiograms. Pre-intervention iotee images again reveal evidence of ischemic cardiomyopathy, now with very severe lv and severe rv systolic dysfunction, and functional mr and tr. Post-intervention images reveal a mitral bioprosthesis with thin, mobile leaflets, albeit with a slight delay in closure of one leaflet; and mild central mr. The pattern of leaflet closure and degree of mr are not uncommon, especially immediately after implantation of this pericardial bioprosthesis, and potentially exaggerated by a low-flow state. It is possible that the inability to separate from extracorporeal support could have been a reflection of the severity of biventricular systolic dysfunction more so than the presence of mild mr.